Event description:
It was reported that"wire/needle/cannula damage or missing" occurred. No product or data was provided for investigation. The allegation and the probable cause cannot be determined. No serious or prolonged patient harm or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Please disregard initial reporting of this event as this event has now been deemed not reportable.

Event description:
After submission of the initial MDR, product was received on 12/3/2025 and it was determined this complaint is not reportable per corpft-140202.